Event description:
A beckman coulter service engineer reported from a customer site a cuvette wash station probe leak while troubleshooting the dxc 600i instrument for a chemistry related issue. The leaking fluid that the service engineer found was diluted wash solution and was contained within the instrument. No erroneous results were generated.

Manufacturer narrative:
The service engineer removed the wash station valve v3 and removed debris from the face of the valve and that resolved the issue. This failure mode has a potential to cause erroneous results. (B)(4).